Event description:
Add'l info rec'd from MFR 9/23/03: record review-a review of the manufacturing records indicated all device specifications and quality requirements were satisfied. The tubing appears to have split where the lumen was most stressed. There is no evidence of a manufacturing defect.

Event description:
Physician brought pt back to surgery related to tesion not working. During explant, noted by surgeon that one lumen was split and second was, "ballooning" out their level of skin, "ready to blow out like the 1st". Physician request send "faulty" implant "back to company" malfunction with bleedings. Esrd, need for bridge access.